Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant popped up out of the bone after it was tensioned. It was necessary to drill a new bone hole and use a back up implant to complete the procedure. There were no significant delays or patient complications reported as a result of this event.